Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:.1 battery compartment crack on left side of grip pad and below grip pad. Base crack between case seal and keypad..2 cover crack between corner of lens and case seal. Display is dim, pink. During investigation, the battery compartment was cracked on the left side of the grip pad and below the grip pad. Unrelated to the original complaint, the base was cracked between the case seal and the keypad. The cover was cracked between the corner of the lens and the case seal. Additionally, the display was dim and pink.